Event description:
It was reported that the touchscreen was "faulty," indicating it was unresponsive. There was no information available regarding the impact on the customer's blood glucose level. Multiple attempts were made by technical support to obtain additional information; however, a response from the customer was not received.